Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had broken force sensor detected error and critical pump error image on the pump screen. The customer¿s blood glucose level was 147 mg/dl. Customer stated that pump was broken yesterday and had broken force sensor detected error. Troubleshooting was performed for broken force sensor detected error and found the error in the alarm history. Customer states they are not able to rewind the pump. Troubleshooting was performed for critical pump error. Customer reports they received a critical pump error image on the pump screen. The customer stated that they had a red exclamation in the top red corner with a red circle of error which was displayed before the critical pump error image displayed on the screen the customer was advised that the pump will be replaced and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with frozen display and constant vibrating due to corroded electronic assemblies. Unable to verify critical pump error or a broken force sensor was detected during seating or regular delivery error alarm due to frozen display. Device received with corroded motor home switch.